Event description:
The customer reported being in a motorcycle accident and his insulin pump was damaged. Troubleshooting was performed. The customer stated his blood glucose was 353mg/dl, and he was treated at the hospital. The customer stated that the activate button is unresponsive and the battery and reservoir compartment are cracked. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.